Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the up button on the infusion device is defective and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.